Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, metallosis and tissue/bone destruction. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes for the left hip revision indicates that the revision performed on (B)(6) 2012 was due to pain, elevated metal ion levels, metallosis and osteolysis. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-01088 & 04513/04515).